Event description:
Doctor indicated bone loss. Patient had deep bite. The implant was removed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Initial reporter¿s title is not provided / unknown. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Customer reports that this is a loss of integration with bone loss.

Manufacturer narrative:
This report is being submitted to report additional and corrected information. Further information from the customer has revealed that this event does no longer meet the requirements of a reportable event. Therefore this report is being submitted as a supplemental report to the previously submitted 0002023141 - 2022 - 00797. No more medwatch report is expected to be submitted for this event.